Event description:
This lead was implanted on (B)(6) 2006 and was capped on (B)(6) 2012. Reason indicated is yoke was cut off. The physician was dr. (B)(6) at (B)(6) center in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).